Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-00215. The patient¿s ((B)(6)) dbs system includes an ipg and two percutaneous leads from the same lot. It was reported the recharge burden for the patient¿s ipg has increased. A diagnostic test found impedance issues for one of the leads. Reprogramming was recently undertaken in an effort to resolve this issue. The result of that intervention method have not be disclosed.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.